Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The result alleged by the customer was observed in the meter¿s patient result memory, but the meter's time/date was set incorrectly. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients compared to a laboratory using stago neoplastine reagent. Patient 1: at 9:07 am, the meter result was 4.1 inr and at 9:30 am the laboratory result was 2.9 inr. Patient 2: on (B)(6) 2019 at 8:40 am, the meter result was 4.4 inr and at 8:58 am the laboratory result was 3.3 inr. This patient was a male born on (B)(6) and weighing (B)(6). The laboratory results were believed to be accurate. There was no allegation of an adverse event. Patient 1 therapeutic range was 2-3 inr. Patient 2 therapeutic range was 2.5-3.5 inr. The patients had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no change in diet, no additional illnesses, no bleeding, and no bruising. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned for investigation. Replacement product was sent.